Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2024: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for neuropathic (injury to tissue of nervous system), back pain with leg pain and llumbosacral neuritis. It was reported that on (B)(6) 2025 the healthcare provider aspirated 100 ml of serosanguineous fluid from pump pocket seroma. Instructed patient to wear abdominal binder. Patient also reported pain at pump site which was likely secondary to seroma. On (B)(6) 2025 the patient had fluid draining from the pump site. It was noted that she has been wearing an abodminal binder. No fluid was apsirated from the site at the visit. On (B)(6) 2025 the patient's husband contacted the clinic reporting 'fluid coming out of her pump wound'. Patient presented to emergency department.additional information received from the healthcare provider via a clinical study indicated that the patient had pain and swelling at the pump site. The patient was started on doxycycline. The pump and catheter were explanted secondary to wound dehiscence. The patient was treated post-operatively with 'cefepime and linezolid, transitioning to oral cefuroxime and doxycycline'. The patient had no further follow-up scheduled or planned with this clinic.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was hospitalized.